Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged that the pump emitted a load motor noise during the load cartridge step. The patient tried several times, but the load cartridge step could not be completed. It was also noted that the pump was not priming the tubing during the load step. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: during investigation, the original complaint was able to be duplicated. There was a cs 054 alarm that occurred during the load step. A cs 064 was able to be verified in the black box or the alarm history. The pump was opened and the pump was connected to the motor which was connected to an external power source and the motor was not spinning.